Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer¿s blood glucose was 35 mmol/l. Customer stated they receive insulin flow block alarm. Customer treated with manual injections. Customer reports alarm did not occur during fill tubing. The insulin pump will not be returned for analysis.